Event description:
It was reported that patient went to the emergency room due to painful stimulation and muscles spasms being experienced in their chest. It was reported that the patient no longer felt stimulation in her neck. The pain was unbearable for the patient and vns was disabled with magnet before the patient went to the ER. Patient was prescribed pain medication for the pain and muscle spasms. Patient noted that they had not had any recent falls or trauma; however, the patient did have multiple seizures which was unusually for her. No additional relevant information has been received.